Event description:
Medtronic received info that this bioprosthetic valve, implanted 22 months, had higher than anticipated gradients.

Manufacturer narrative:
Evaluation method code: device history reviewed. Results = device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to pt condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible except where mineralization and intracuspal hematomas were noted. Extensive tissue deterioration, due to mineralization was observed in the right cusp along the left right commissure, partially extending to the belly. A tear associated with the deterioration in the right cusp may have increased in size during explant with the possible removal of host tissue on the inflow. A large intracuspal hematoma that extended from the non-coronary cusp to the left cusp appeared to be consistent with a puncture, as observed through microscopic examination, due to a sharp object such as a forceps. Tissue deterioration in the left right commissure appeared to be due to mineralization. Radiography shows moderate to extensive mineralization in all cusps and commissures. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a pt related condition.